Event description:
Tubing connector cracked near the trocar and another one was used that worked fine. This is the third time this has happened.

Event description:
Tubing connector cracked near the trocar and another one was used that worked fine. This is the third time this has happened.